Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 at 11:30 a.m. The patient claimed she obtained a blood glucose result of "133 and 144 mg/dl" on the subject meter which she felt was high compared to how she was feeling at the time she tested/her normal results. The patient stated that she does not take medication for her diabetes and stated that she continued her normal diabetes management despite the alleged issue starting. The patient claimed she felt "shaky and sweaty" at 12:30 p.m. On the day of the alleged issue. The patient mentioned that she treated herself with food and/or drink at the onset of symptoms. The patient did not test her blood glucose on any other device. The patient did not have control solution at the time of troubleshooting and so the cca was unable to walk the patient through a control test. The cca confirmed that the subject meter was set to the correct unit of measurement. The alleged issue was resolved with training and replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and had to treat herself due to the alleged issue.